Event description:
A percutaneous coronary intervention (pci) procedure was performed during which a plain old balloon angioplasty (poba) was performed, and two stents were placed. One stent in the mid left anterior descending (lad), and another in the left main coronary artery (lmca) to proximal lad, dilatation was performed in the lmca toward the proximal left circumflex (lcx) completing the procedure. One week later, a pci was performed in the lesion proximal to distal lcx. The target lesion was 90% stenosed with calcification and moderately tortuous. A guidewire crossed the lcx easily, and the intravascular ultrasound (ivus) was advanced to the lesion. While advancing the imaging catheter, its guidewire exit port became stuck on a strut of a previously implanted stent (located in the lmca). The physician was unable to move or pull the device. The physician inserted a guidewire parallel to the imaging catheter, the imaging core was removed from the catheter, and the proximal end of the guidewire was inserted into the ivus. All attempts to remove the imaging catheter were unsuccessful. The pt was transferred to another hosp and bypass surgery was performed to remove the imaging catheter. The pt was reported to be in "good" condition.

Manufacturer narrative:
New code request has been submitted for stuck in stent.